Event description:
This x-ray system locked up during a catheter procedure with wire in the pt. The system was reset to bring it back on line. The pt was not injured.

Manufacturer narrative:
Method, results, conclusions: the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.